Event description:
Info received indicates the foot hi/low function of the stretcher is drifting down.

Manufacturer narrative:
The tech replaced the leaking foot end hydraulic cylinder to repair the stretcher.